Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.